Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR evaluation performed, this complaint is deemed invalid from a manufacturing standpoint. The drill bit was returned with the flutes broken off, only approximately 6-7mm of flute remained. The product was made to print and was functional through acceptance at synthes. Parts conformed to specifications at the time of manufacturing. Based on the specifications at the time of original manufacturing, the evaluation performed, and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Event description:
It was reported that during a procedure, the tip of the drill bit broke off while the surgeon was using it. The surgeon retrieved the broken fragments. The surgeon completed the procedure with no further problems. There was no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).